Event description:
Caller reports the use by date on the aviva test strip vial as 02/28/2011. MFR's batch record confirmed the actual use by date to be 02/28/2009. No adverse event reported. Requested return of suspect device and replacement was sent.